Event description:
A report received from (B)(6) stated an e360 ventilator experienced an alarm which was not audible, while being used on a pt. The pt was manually ventilated and transferred to another ventilator. There was no report of pt injury as a result of the event.

Manufacturer narrative:
(B)(4).